Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 05/14/2014 with the following findings: the keypad cover was found to be torn over the up arrow button. All of the keypad buttons responded properly. The keypad was removed and evidence of contamination was found under all of the button contacts. Evaluation also revealed that the display screen was dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that evidence of contamination was found under all of the button contacts. Evaluation also revealed that the display screen was dim and discolored. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2014.